Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported inability to remove the lock line or off-label use. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided image was reviewed. Based on available information, a cause for the reported lock inability to remove the lock line could not be conclusively determined. The reported off-label use was associated with the mitraclip device being used on the tricuspid valve. It was determined that this deviation did not contribute to the reported adverse events; however, this will be addressed in the letter requested by the account. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. During the procedure, a mitraclip xtw was successfully placed on the leaflets. During deployment the lock line was unable to be removed. Troubleshooting was preformed unsuccessfully and it was required to cut the lock line. Two additional mitraclips were implanted successfully. The final tr was reduced to grade <1. There were no adverse patient effects or clinically significant delays reported.